Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device shut down while in use and says o2 alarm. No patient harm reported.

Manufacturer narrative:
(B)(4). The manufacturer's field service engineer noted that the external o2 sensor was reading out of specs. The manufacturer's field service engineer repaired the unit by reconnecting the cable into j1 of the power supply and replacing the external o2 sensor. The device passed all testing.